Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. DHR review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.

Event description:
A peritoneal dialysis patient called while in drain 2 with drain complications. The patient stated he had received an air detected in cassette alarm. The treatment was cancelled, and once patient had removed the tubing set from the cycler he saw a fluid leak. The patient stated it was on the tubing set and inside the cycler where we insert the tubing set. The cycler was replaced. Additional information has been requested.